Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced 'two episodes' of a shocking sensation in her arms and chest when supine at night. It was noted evaluation of the implantable neurostimulator (ins) showed the ins was not turned on post operatively. It was further noted all impedances were normal and no known issues were visible on the clinician programmer. It was noted the patient suffered no injury.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were no malfunctions seen or causes of the issue determined. It was noted the sensations felt by the patient were prior to the scs being turned on and the pain was believed to be post surgical. It was logged that the patient was given extended 7 day course of keflex on (B)(6) 2013. It was reported the patient was doing well and no longer experienced the shocking sensation.